Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they used to be able to feel their stimulation almost the whole time, but as of saturday they are not feeling anything. Patient also reported being in "serious pain" that, at times, brought them to tears starting the week of implant. Patient described the pain as feeling like electrical shocks going down their right leg and sensation of "tiny little electrical shocks" when sitting down. Patient stated they read the patient manual and thought it indicated those symptoms were normal, so they didn't call until now. Patient stated that they have not had any falls or trauma to the area. While on the call, agent walked patient through successfully connecting to ins. Patient was on program 1. Agent instructed patient to continue to increase amplitude until they could feel therapy. Patient got all the way to 12.5 ma without feeling stim. Patient went to program 2 and also got up to 12.5 ma without feeling stim. Given that patient was previously able to feel stim, agent suggested patient notify managing hc p, to see if they want patient to come in for follow-up appointment.